Manufacturer narrative:
The returned device was evaluated. During investigation it was found that the alarm limits button does not access the alarm limits button, but pressing it results in the device rebooting. The up arrow button performs both the up arrow button function and the brightness but at the same time. The brightness button performs both the up arrow button function and the brightness but at the same time. On a rare occasion "err 8", which corresponds to a user interface commanded fault, occurs when pressing the front panel buttons. The flex cable for front panel buttons was found not fully inserted into the user interface board and one side of the j3 connector locking tabs was not in the locked position. The front panel flex cable was fully inserted into the user interface board and the j3 connector was fully locked and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that when the alarm limit button is pressed and held, it will power cycle the device. The device was able to engage in monitoring activities. No consequences or impact to patient.